Manufacturer narrative:
The test reservoir does not lock properly inside the reservoir tube. The unit was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment on his insulin pump is damaged to the point where it will not hold his reservoir securely. The patient's blood glucose at the time of incident was 134 mg/dl. Troubleshooting was initiated for the physical damage, and the customer stated that he had the pump in a drybag while whitewater rafting. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.